Manufacturer narrative:
(B)(4).

Event description:
It was reported that at pre-discharge checkout, the right ventricular lead had low r-waves and undersensing was noted. The lead also had no capture and was found to be dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.